Event description:
In this event it is reported that a promark apex locator giving incorrect measurements. It is alleged the device is making weird sounds and the dentist office feels it is not accurate in measurement. No injury.

Manufacturer narrative:
There has been a previous report received with a similar device where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21 cfr part 803.